Event description:
It was reported that the target was heavily calcified and had moderate tortuosity. Another co's atherectomy device was used in the lesion first, then the 2.5 x 88 mm zeta was implanted at mid lad. A perforation was noted at the distal edge of the stent, and was treated with a coronary dilatation balloon.